Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that noise was observed on the patient's right atrial (ra) lead. An x-ray revealed that the ra lead had pulled back, and it appeared that the lead had not been sutured down at implant. It was further reported that an attempt was made to remove the ra lead, however only a portion of the lead could be removed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Indentations noted on the anchor sleeve indicate it was tied down snugly.